Event description:
The customer reported clear liquid leaked from behind the left side of the coulter lh 750 hematology analyzer. The customer was unable to locate the source of the leak but indicated that approximately 10 ml of fluid leaked and was not contained within the instrument. The customer stated that the instrument generated sheath tank not full errors at the time that the leak was discovered. The operator was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered that vacuum chamber vc26 was not draining properly. The fse found that vc26 pressure port was clogged with cellular debris preventing the vc26 from draining. The fse unclogged the chamber pressure port to resolve the leak and the sheath tank not full errors. Results: vacuum chamber vc26 pressure port clogged with cellular debris. (B)(4).